Manufacturer narrative:
E1: phone number listed as (B)(6) which exceeds 10 characters for field.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The was was flushed, primed, and was advanced along the stiffened guide wire. It was noted that just after insertion, the protective soft end of the sheath was folded. The physician continued to advance the was sheath along the stiffened guide wire. The distal end of the sheath was noted to be kinked. The physician complained about it but continued the procedure. The procedure was completed successfully. After procedure, the physician stated that the poor performance of the sheath had an impact on the axial direction of the occlusion after kink, and the physician questioned the stability of the protective soft end. There were no patient complications or consequences that occurred as a result of this event.